Event description:
Received call from pt stated that she got her medication ready to co-infusion, but she went she grabbed her pump (freedom 60 pump) was not working. Told pt that I will get pump to be delivered on (B)(6) 2018. I transferred call to rph to counsel pt. Pump was not working. Pump spring broke. Rph believes this was user error and did not properly attach. This was a pressure build up and needs new pump. Psr (B)(6) scheduled a pump return box, pump, and manual. Pt is aware to return broken pump in return box in exchange for new pump. Rph highly recommended a manual push, pt agreed. Rph advised to infuse via manual push (take out flow rate tubing), sit comfortably so she can infuse 5ml every 10-15 mins. Rph advised that he will f/u in 1.5 hours to f/u with infusion lot and exp date are unk. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: d83.9.